Manufacturer narrative:
Follow up 04/24/2016: customer reported that bg levels elevated to 361 (mg/dl) after eating a meal. Although requested by tandem technical support, customer declined troubleshooting for the pump. Customer indicated that they will monitor bg levels and call tandem technical support if necessary. The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 551 (mg/dl). Customer changed infusion site and administered an insulin injection to treat bg levels; however, bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog and is reportedly changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to monitor bg levels, try using a fresh vial of insulin, and contacting health care provider if bg levels do not decrease. Customer indicated that they will change all pump supplies and declined follow up with tandem technical support.